Event description:
A malfunction was reported on a pump, causing the customer's blood glucose level to exceed 500 mg/dl, with the specific value displayed as "high." In response, the customer administered a corrective injection via multiple daily injections (mdi) and did not require third-party assistance. A pump reset was conducted with instructions provided by customer technical support (cts), and the malfunction did not recur, allowing the customer to continue using the pump.